Event description:
During shift check, the autopulse platform (B)(6) displayed user advisory (ua) 12 (lifeband not present). No patient involvement.

Manufacturer narrative:
The autopulse platform (B)(6) was returned to zoll with an additional note stating, "battery difficult to remove". This reported issue was not verified or duplicated during testing at the zoll service depot. The reported complaint of the autopulse platform displaying a user advisory (ua) 12 (lifeband not present) was confirmed in the archive data but not during functional testing. The possible root cause of the reported ua12 is suspected to be related to the band clip on the lifeband not properly engaging the safety switches in the platform's driveshaft due to either the absence of a lifeband or incorrect installation, likely attributed to user error. During a visual inspection, various physical damages were observed on the top cover, front enclosure, bottom enclosure, and battery compartment, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover showed signs of scratches along the edges, a large crack/opening near the lcd screen, deformations on the interior edges, and large cracks with broken screw bosses. The front enclosure was heavily scratched, and a vertical crack was observed going through one of its screw fittings. The bottom enclosure had damaged screw bosses. Furthermore, the exterior right side of the battery compartment was broken. The observed physical damages are the characteristics of harsh impacts and user mishandling. All the damaged parts and covers were replaced to address the observed issues. During further inspection, the clutch plate was found sticky, unrelated to the reported complaint. This issue is typically caused by sharp edges on the armature plate or burrs on the clutch rotor surface, likely due to wear and tear. The autopulse platform was manufactured in october 2018 and is nearing its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data revealed that the last time the autopulse platform was powered on was on 12 july 2023, when it displayed the ua12 advisory message, confirming the reported complaint. After this date, the customer did not use the platform until it was received at the zoll service depot. There were also records of several user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on 11 july 2023, unrelated to the customer's reported complaint. User advisory is normally a clearable error message, and it is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. During initial functional testing, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up, unrelated to the reported complaint. The root cause of the ua45 was that the driveshaft was not in "home" position. The zoll service personnel manually rotated the driveshaft to "home" position to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the test without any fault or error. The belt switch assembly was evaluated as a possible root cause for the reported ua12; however, it was observed within the specification. The reported ua12 advisory message could not be replicated. The ua07 advisory message, which was observed in the archive data, was not replicated during functional testing either. However, a load cell characterization test was performed and revealed that load cell #2 was over-reporting. The malfunctioning load cell was replaced to remedy the intermittent occurrences of ua07 advisory messages. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.